Event description:
It was reported that during a nephrectomy procedure, an echelon 3000 was fired with the first reload and fired normally. The jaws were cleaned and then the second reload was put in. The blade did not fire at all. The circulating nurse went to get the 3rd reload, but the surgeon decided to not fire and over sew the tissue. After the case, the stapler was tested by firing a reload on a blue surgery towel, the stapler then had to be cranked open after firing. The procedure was completed successfully with no delay nor adverse consequences for the patient. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 05/05/2025 d4: batch #c9el1l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with three gst60b reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The reload (d) was received partially fired 1/3. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reloads (c and d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9el85, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9el1l, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.